Event description:
It was reported that the pump battery depleted within about one day of use for approximately one month, requiring daily charging, and that the device charged from roughly 20 percent to full in about 45 minutes; a replacement pump was arranged and the user was instructed on shutdown and return, with education provided regarding startup on the replacement and data sync prior to return. Symptoms included no reported adverse clinical effects. Outcomes included no clinical impact, no medical intervention, and no alerts or alarms. Investigation included review of the reported battery performance and user education, with return of the device requested for evaluation. Investigation of this case revealed a suspected battery performance issue consistent with premature battery depletion in the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device analysis.